Manufacturer narrative:
Reference record (B)(4). It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2022 a patient in switzerland underwent a procedure for the placement of naso jejunal (nj) tube. On (B)(6) 2022 while in the test / titration phase of duodopa therapy, the patient accidentally removed the naso-jejunal tube when taking off a pullover. Madopar tablets was started at every two hours from 7 am to 7 pm. On (B)(6) 2022 the patient passed away. The cause of death was unknown with suspected aneurysm, myocardial infarction and / or pulmonary embolism. No further information was available as there was no final judgment as the family refused an autopsy. A physician stated that the patient was initially hospitalized in the department in order to setting up duodopa treatment, but died the day before setting up the peg / j tubing placement.